Event description:
Patient reported she was awakened by the infusion device with an error message w8 (bolus cancelled). Patient stated she did not deliver a bolus because she was sleeping. Patient reported it is not possible to deliver a bolus higher than 0.5 units by the function "quick bolus" on the infusion device. No further information is available. No physiological effects were reported. The patient did not require assistance from a healthcare professional or second party to address the issue. Requested return of the alleged infusion device for evaluation.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in a supplemental report.

Manufacturer narrative:
Conclusion the complaint cannot be verified, the product meets the specification regarding the customer's allegation. Result the delivery accuracy of the insulin pump was tested within the pump drive test on the diagnostic test system and meets the specifications. The technical investigation gave no evidence that the device did cause or contribute to the condition reported by the patient. The pump worked within specifications and it is possible to deliver a quick bolus higher than 0,5 iu (0.5-25iu). Customer programmed an extended bolus and switched the pump in stop mode immediately. Therefore the pump correctly triggered a w8 and no insulin was delivered. The problem mentioned by the customer could not be reproduced.